Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the bolus button cover and plug were confirmed to be detached from the pump, exposing the internal contact. There was no evidence of contamination found. Unrelated to the complaint, the battery compartment was found to be cracked below the finger pad extending down to the primary seal; no moisture damage was found to the battery compartment. No power loss issues were found with pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas stating the audio bolus button fell off and was unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.